Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The company service representative verified the alleged malfunction by discharging the batteries and recharging them. The battery in slot 1 works properly. The battery in slot 2 will charge, however, the power activity logs indicated that slot 2 was not active or charging. The company service representative replaced the power management board which resolved the problem. The service rep verified the unit is now charging and discharging properly. The unit passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
The customer reported that, prior to use on a patient, they noticed the battery in slot 2 was not charging properly. No patient involvement reported. No adverse event reported.